Event description:
Details of li: lumbosacral transitional vertebra is seen and posterior fusion was conducted after l4-l6 olif it was reported that a patient underwent olif with posterior pps for adult scoliosis at l4-l6. After final tightening, the surgeon tried to pull off an extender but it was hard to pull, so the surgeon gave it a little shake and pulled it off to find the tip of the extender was broken. A big fragment was confirmed on lateral radiographic image and the surgeon removed it with a forceps and reconfirmed that there is no other fragment left in the patient. No surgical time was extended by this event. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual examination identified associated -04/-05 component head grippers are bent laterally and fractured and at the corners of the notch. Visually and optically identified witness marks and deformation on the inside of head grippers, suggesting possible inappropriate instrument release technique. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). The product has been returned to the manufacturer and the product analysis is anticipated but not yet begun.